Event description:
It was reported that the perfusionist called for help troubleshooting helium loss alarms. The intra-aortic balloon pump (iabp) in use was the acat 1+. The perfusionist stated, "they already traded the pump out thinking that may have been the problem, but it didn't fix the problem. A leak test was performed and the iab passed the leak test. The pump was switched to 1:2 and it will continue to pump with out alarms occurring at all for 10 minutes." According to the perfusionist, "the problem started when they cardioverted the pt (pt) and that they may have manipulated the position of the catheter." The clinical support specialist (css) asked if there is any blood in the gas tubing. The perfusionist said "there is no blood." The css asked the perfusionist to describe what the balloon pressure waveform (bpw) morphology looked like; specifically if the angles were rounded down to plateau or returning to baseline. The perfusionist stated "that it is slightly rounded, but it does have a well defined plateau and returns to baseline quickly. This is a 40 cc intra-aortic balloon (iab) and the pt is (B)(6) tall. The pt is almost flat, there are no obvious kinks in the tubing and the pt is not obese." Per the perfusionist "they are still unable to go to 1:1 without having helium loss alarms. The pt is well supported in 1:2 with ci of 2.5, augmentation is about 15 mm hg and assisted pressures are less than unassisted pressures, no pressors are being used at the moment." The css told the perfusionist that they could continue to run in 1:2 as long as the pt remains well supported and they should monitor the gas tubing for blood. The css also recommended a cxr (chest x-ray) to verify placement if the catheter position has been manipulated. At 2155 the css called the customer to f/u and spoke with the nurse taking care of the pt. They are still running in 1:2 and have not had any more problems. The nurse sated that the pt is very stable, doing well. The cxr was done and the catheter is in the correct position. On (B)(6) 2011 at 0710, the perfusionist called while the pump was alarming in 1:2. They switched the pump to 1:4 and it is again pumping without any alarms. They are waiting for the md to come in and they are going to remove the iab later this morning. The perfusionist stated that the pt has great hemodynamic. The css recommended that they could remove some volume from the iab if they needed to. The css explained that it is safe to remove as much as 1/3 the full volume from the iab, 27 cc. Reference MDR #1219856-2012-00003 for the related iab report.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.